Manufacturer narrative:
E1; reporter institution phone number: (B)(6), e1: reporter phone number (B)(6). A philips remote service engineer (rse) spoke with the customer and determined that the speaker needed to be replaced. A replacement speaker was ordered and sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker is defective. It is unknown if sound was present at time of event, good faith efforts were made to obtain the information. It is unknown if the device was in clinical use at the time of event, no adverse event was reported.